Event description:
The device was used during a hand assisted laparoscopic esophagectomy, fired device twice with gold reload on stomach. Staple line appeared good. When checking for reconnection, it was noticed the entire gastric staple line had come apart, and staples were not formed properly. Another device was used to correct staple line and oversewed with silk suture. No patient consequence reported at the time.